Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20gax10cm powerglide midline catheter. The catheter was separated from the assembly. The needle tip safety mechanism was detached from the assembly. Usage residues were evident throughout the catheter and needle. The guidewire extended from the needle tip. The catheter was received in two segments, which shared a complete break. The break edge appeared irregular. Microscopic inspection of the catheter break revealed irregular, sharply defined edges. The edges exhibited a partially granular and partially striated texture. The striated segment exhibited a glossy appearance. The glossy striations were typical of contact between the catheter and the tip of the introducer needle. The granular sections were consistent with tensile stress. It appeared that the catheter was withdrawn against the needle bevel. The needle perforated the catheter and subsequent pulling resulted in the complete break. The product IFU states ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿

Event description:
As reported by facility to sales rep, the clinician realized post placement that the safety shield had allegedly come off. When disconnected from needle, it allegedly stuck to the silicone wings. Upon removal, half the catheter reportedly remained in the patient, requiring an additional incision to remove.